Manufacturer narrative:
Device manufacturer address: the device was manufactured at one of the following locations: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that there was a leak between the supply line of the homechoice cassette and the supply bag that led to this alarm. It was further reported that the connection from the supply bag to the supply line felt wet . The patient stated the clamp on unused line was closed and all bags were connected properly. The hp did not have any pets at home and no sharp objects were used to open the over pouches or boxes. Renal therapy services (rts) assisted the patient in clearing the error by recycling the power. Rts reviewed proper procedures per the user manual with the hp. And advised the to reach out to the nurse regarding completing treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.